Event description:
It was reported to boston scientific corporation that an obtryx transobturator mid-urethral sling system was implanted into the patient on (B)(6) 2006. According to the complainant, the patient experienced pain and suffering. The physician's office was contacted; the patient had not returned to them in a number of years, and they could not provide any information. No further information is available. Should additional relevant details become available, a supplemental report will be submitted.